Manufacturer narrative:
Handpiece didn't get hot. During evaluation handpiece failed specs due to bur bearing failure. Bearing was still attached to rotor but half of bearing was damaged.

Manufacturer narrative:
There has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.

Event description:
It was reported that a midwest e plus 1:5 ca overheated during use and burned a patient's cheek and tongue. It is unknown if any intervention was required. Additional information is being requested.